Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, the right ventricular lead exhibited a device sensing problem. It was noted that upon attempting to gather a far field morphology the vector using both tip and coil were unavailable. Programming changes were performed. The patient was in stable condition.